Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual inspection confirmed the blade was broken into 3 pieces at the base. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is complete, a follow-up/final report will be submitted.

Event description:
It was reported the blade broke during the surgical procedure. The scrub tech that loaded the blade onto the saw felt it did not connect properly and the cause may have been a defect in the saw hub attachment resulting in the breakage of the saw blade. The saw is not new. There were no foreign bodies and the case proceeded. There was no procedure delay and no harm/injury reported. No adverse events were reported as a result of this malfunction.